Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565-2018-02725-1. Review of x-ray dated (B)(6) 2018 states one acetabular screw was protruding through the cortex into the medial pelvis. It is unknown which screw. This report is being submitted for: catalog number - 00625006530, lot number - 63420038, expiration date - jul 31, 2026, (B)(4), device manufacture date - jul 15, 2016 or catalog number - 00625006520, lot number - 63396989, expiration date - jun 30, 2026, (B)(4), device manufacture date - jul 1, 2016. Concomitant medical products: 00630505636 liner, lot 63324468, 00784800300 modular neck, lot 62615576, 00771101600 femoral stem, lot 63204205, 00620205622 shell, lot 63392366, 00877503602 femoral head, lot 2842498. Reported event was confirmed by review of x-rays provided and surgical notes. X-ray review confirmed heterotopic ossification along the superior aspect of femoral head. Review of surgical notes confirmed that the patient underwent revision due to pain. It was immediately noted, during the revision, that a significant amount of heterotopic bone was present at the lesser trochanter and extending distally device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address right hip pain. The surgeon felt the pain was end of stem pain with modulus of elasticity mismatch. Upon opening of the joint, all components were found to be well fixed. Heterotopic bone was noted from the lesser trochanter and distally. The surgeon chose to not remove any of the heterotopic bone as he felt it was attributed to the inflammation. The surgeon felt this was the source of pain. The pain was treated with 80 mg of depomedrol and 20 ml of saline into the anterior capsule and along the iliopsoas tendon sheath. Liner, two screws, head, and neck were revised. No further information is available.